Event description:
It was reported that at follow-up, the hvli was checked for the first time since implant. High lead impedance was observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.